Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The cause of the inability to power on is the bga failure. The root cause of the bga failure cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it would not power on.